Event description:
A physician reports performing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt reports experiencing severe glare, halos, difficulty with night driving, and decreased uncorrected near vision. The pt's preoperative info is unk at this time, however, the pt was counseled preoperatively of the possible side effects, including glare. Additional info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings